Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a carto 3 system. It was reported that after insertion of a cryo catheter, the navistar catheter in use could no longer be recognized, appeared outside the map, and was unable to fast anatomical map (fam). The catheter cable and catheter were replaced, but the issue remained. The procedure was cancelled as a result. There were no patient consequences. The patient was under general anesthesia for 3-3.5 hours. No transseptal puncture was performed as they were only in the right atrium. The physician felt that cancelling the procedure caused a potential risk to the patient. He doesn¿t normally perform radiofrequency on children. They had cryo catheter issues relating to vacuum so they planned to then use radio frequency. They were unable to get the catheter to fam, and unable to see bipolar signals. He didn't want to ablate without remapping. Therefore, the procedure was cancelled. The biosense webster field service engineer arrived at the account and tested the system. It passed atp successfully. The reported issues were not reproduced. The system is ready for use. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a carto 3 system. It was reported that after insertion of a cryo catheter, the navistar catheter in use could no longer be recognized, appeared outside the map, and was unable to fast anatomical map (fam). The catheter cable and catheter were replaced, but the issue remained. The procedure was cancelled as a result. There were no patient consequences. Additional information received states that the patient was under general anesthesia for 3-3.5 hours. No transseptal puncture was performed as they were only in the right atrium. The physician felt that cancelling the procedure caused a potential risk to the patient. He doesn¿t normally perform radiofrequency on children. They had cryo catheter issues relating to vacuum so they planned to then use radio frequency. They were unable to get the catheter to fam, and unable to see bipolar signals. He didn't want to ablate without remapping. Therefore, the procedure was cancelled. The issues with the error messages and inability to map are not reportable as the potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The signal issue was assessed as not reportable as the patient's heart rhythm was still visible to the operator. Therefore, the potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The procedure cancellation has been assessed as reportable as the physician felt that cancelling the procedure caused a potential risk to the patient.